Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with a blood glucose of approximately 20 mg/dl to mid-30 mg/dl. The hypoglycemia occurred after the customer had changed their reservoir and infusion set. The customer was treated with food, glucose tablets, and intravenous insulin. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was at 220 mg/dl at the time of the call. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. After the last set change, insulin continued to drip from the end of the tubing before connecting to the site. The insulin pump will be returned for analysis.